Manufacturer narrative:
Date received by manufacturer: 17dec2019. Report date: 18dec2019. Customer confirmed the issue was resolved by replacing the display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13nov2019.

Event description:
The customer reported dark display. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.